Event description:
It was reported that, "approximately 65 seconds of rf delivery [during a novasure endometrial ablation], the patient had bradycardia and went into asystole for approximately 20 seconds". The anesthesiologist administered atropine. The ablation was stopped and "the patient immediately converted to normal sinus rhythm without any further intervention". The patient was discharged home. Post ablation, the patient underwent a complete cardiac work-up which was negative. On (B)(6) 2012, it was reported the patient is "perfect".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).